Event description:
Complaint alleged that during a routine shift check by a clinician the device displayed error message code "error 33" and error 35" on the monitor screen. The customer attempted to repair crt and cpu board, but now the device does not power up. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
Na